Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was 490 mg/dl. She treated her blood glucose level with a bolus after changing the infusion set and reservoir. Insulin did not exit and the insulin pump alarmed no delivery while troubleshooting. The alarm was caused by an infusion set/reservoir connection. Her high blood glucose levels were due to the no delivery alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.